Manufacturer narrative:
Initial.

Event description:
It was reported that the user accidentally submerged the ilet in a pool, immediately retrieved it, observed a blue circle after pressing the sleep/wake button, and the device was deemed no longer watertight; the event aligns with moisture damage involving the device seal. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the user had backup therapy available. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage related to the device seal consistent with moisture ingress. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.